Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. However, it was reported to have been one to two weeks before (B)(6) 2014. A review of all batch record documents was conducted for lot number h12d30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient stated the area around the twist clamp was wet and their doctor confirmed that it was not an exit site leak. The device was not returned; therefore, an evaluation could not be conducted. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was leaking from the twist clamp. The caller stated the twist clamp was tightly closed. The patient stated the area around the twist clamp was set and their doctor confirmed that it was not an exit site leak. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.